Manufacturer narrative:
G4: 23sep2019; b4: 24sep2019. H10: the manufacture's field service engineer performed troubleshooting and confirmed the reported issue. The customer reported that the flow rate was adjusted for a sound test. The turbine was replaced to resolve the reported issue. H11: the customer corrected the problem description. The customer reported a turbine sound. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported a turbine sound. There was no patient involvement.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 08/28/2019.

Event description:
The customer reported an alarm light emitting diode (led) failure. There was no patient involvement.